Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) calibrated the touchscreen to resolve the reported issue. After the calibration of touchpad, the master tool manipulators (mtms) worked properly again. There was no need to replace the head sensor.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the doctors were complaining about intermittent failure on master tool manipulators (mtm). It seems like the head sensor did not detect the surgeon's head. Facing with this issue, the doctor moved to the surgeon side console (ssc) 2 to conclude the procedure. The procedure was completed robotically using the ssc 2 and there was no injury for the patient. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: system functionality was checked upon powering on the system, but the manipulators were only used during the procedure. The system initially powered on without any errors. The procedure was not intended to be a dual console set-up; however, users choose which console to perform the procedure on. Isi technical support was not contacted for troubleshooting.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) will be dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted when additional information is received.